Manufacturer narrative:
The device was received for evaluation which confirmed the leak was due to a product malfunction. A review of the device history record (DHR) was conducted and confirmed the product was released meeting all quality criteria and manufacturing specifications. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2018 from a critical care nurse stating the premixed dialysate bag leaked fluid. There was no adverse effect to the patient or user. Follow up information received on 8 nov 2018 from product evaluation confirmed the leak was due to a product malfunction.